Manufacturer narrative:
This case has been reassessed as not reportable. The gas inlet valve alarm appears during pre-use checkout. This would prevent the unit from use. Therefore, the ventilation would not start.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported that unit showed gas inlet valve alarm. The patient use is unknown.